Manufacturer narrative:
Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient was experiencing leaking. On (B)(6) 2021, the sling was exposed at the sulcus. The physician planned to take down the sling and re-do it, or do a pubovaginal in a couple of months. The sling was not loose, and leakage was not much; however, the patient wanted to be 100% dry.